Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead had pulled back due to twiddler's syndrome. The lead was explanted.